Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having charging issues. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient's issue was difficulty charging. Also, it is noted that there is no malfunction of the ipg.

Event description:
A report was received that the patient was having charging issues. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.